Manufacturer narrative:
(B)(6) 2017: during a follow-up, the customer reported that the pump supplies could be the source of the occlusion alarms but could not verify whether it was the infusion set or cartridge that was the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms that continued after complete supply changes. The customer's blood glucose level was not impacted. A system check was performed and the pump performed as intended. No damage was noted to the cannula.